Event description:
It was reported from our representative in (B)(6) that they were contacted by a physician reporting they had a patient who was implanted in 2011 with seizures occurred again. It is unknown if these are an increase in seizures. The patient had diagnostics performed on their device that showed :high impedance on normal mode diagnostics detected, dcdc = 7. It is unknown if this was attained on system diagnostic testing to. Good faith attempts have been made and thus far no further information has been attained.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
During a review of the internal programming history database it was found that a later system diagnostic test was performed which confirmed the high impedance event. No additional relevant information has been received to date.

Event description:
A screenshot of diagnostics dated (B)(6) 2012 was received on (B)(6) 2012. Normal mode diagnostics on this date indicated output status: limit and impedance high (dcdc=0). On (B)(6) 2012, it was also reported that the device was still on and that there was no pain. Lateral and pa neck and lateral and pa chest x-rays were reviewed. The generator appears in the upper left chest, in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. No lead breaks or sharp angles were observed in the portions of the lead that could be clearly assessed. Note that part of the lead was behind the generator; therefore, a full assessment could not be made on that part. From the x-ray images, there was not an obvious cause for the high lead impedance on the visible part of the lead. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death.